Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device follow-up showed episodes on the implantable pulse generator (ipg) of noise on both channels and atrial oversensing which was likely due to electromagnetic interference. The ipg remains in use. No patient complications have been reported as a result of this event.